Event description:
Dealer alleges customer hung napsack on the attendant controller, wires frayed from tension, shorted out chair, and napsack caught fire.

Manufacturer narrative:
The consumer information, model number, serial number, and device manufacture date are not available at this time. The device is not available for evaluation. A follow-up report will be issued if more information or if the device becomes available.